Event description:
It was reported that the implant had damaged internal threads. Tooth site #19 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). Additional PMA/510(k) numbers are k011028 and k013227. Multiple MDR reports are filed for this event. See 0002023141-2022-01479 and 0002023141-2022-01479-1 and 0002023141-2022-01479-2.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple MDR reports are filed for this event. See 0002023141 - 2022 - 01479- 3. The implant was returned. The reported event was non-verifiable since the 3rd party removal was attached to the implant. Therefore, the implant threads could not be seen for the event to be confirmed. Based on the evaluation, the device malfunction of the implant was non-verifiable. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
During evaluation a third party removal tool was found stuck in the implant.